Event description:
It was reported that during use with the bd phoenix¿ pmic/ID-107, a patient sample of staph epi was misidentified as staph capitis. There was no report of patient impact.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 27-dec-2023. H.6. Investigation summary: this complaint is for misidentification of staphylococcus epidermidis as staphylococcus capitis when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 3198373. The customer did not return phoenix generated lab reports but provided panel returns, binary files and isolates for the investigation. To investigate, four customer returned panels from complaint batch 3198373 were tested using customer returned isolate s. Epidermidis on a phoenix m50 machine and evaluated for identification results. Additionally, one control panel from the same material but different batch were tested using customer returned isolate s. Epidermidis on a phoenix m50 machine and evaluated for identification results. All five panels tested identified their inoculated isolate correctly, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed four additional complaints on complaint batch 3198373, none of which are related to this defect. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Manufacturer narrative:
The bd phoenix bd phoenix¿ pmic/ID-107 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k131331 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd phoenix¿ pmic/ID-107, a patient sample of staph epi was misidentified as staph capitis. There was no report of patient impact.